Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device could not be powered on. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the device took a few minutes to turn on-- this was an intermittent issue that occurred for several months. The bme verified that there was 116 ac volts going into the power supply, and 24 dc volts going from the power supply to the power management (pm) printed circuit board assembly (pcba). The rse recommended that the pm pcba should be replaced per field correction order (fco) and the navigation ring should be replaced per fco. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the pm pcba per fco to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.